Event description:
It was reported that the customer is having image quality issue with the 9800 system. Image was flat in comparison to older images, but still good diagnostically. Customer was being proactive with reporting this incident. No pt injury was reported.